Manufacturer narrative:
(B)(4). Catalog: unknown as information was not provided but referred to as cook celect platinum filter. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: severely tip embedded, fractured and embolized (2 arms) celect platinum. Prior manipulation in two prior attempts may have contributed. Additional information provided 02dec2016: the patient was referred after two failed retrievals. The filter was tilted but no indication of when the tilt occured. No images available. Patient outcome: unknown. Information requested but not provided.

Manufacturer narrative:
(B)(4). Catalog: unknown as information was not provided but referred to as cook celect platinum filter. (B)(4). Summary of investigational findings: the investigation is based on description of event and review of provided imaging. The imaging review confirms fracture of two secondary filter legs (embolized within the lungs). In addition to the fractured filter legs, the imaging review also found significant tilt, perforation of ivc by two primary filter legs, and three secondary legs malpositioned and distorted. Furthermore, the hook and the proximal portion of the filter extend outside the column of contrast. Given the degree of distortion of the secondary legs, this is likely related to attempts at previous retrieval of the ivc filter as described in the complaint report. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: severely tip embedded, fractured and embolized (2 arms) celect platinum. Prior manipulation in two prior attempts may have contributed. Additional information provided 02dec2016: the patient was referred after two failed retrievals. The filter was tilted but no indication of when the tilt occured. No images available. Patient outcome: unknown.